Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the surgeon found a black foreign fiber which was trapped between the infusion tubing and green plastic male connector. The part of the fiber that was sticking out was removed with forceps. The trapped fiber can be seen under a microscope. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
We have been informed that during surgery, the surgeon found a black foreign fiber which was trapped between the infusion tubing and green plastic male connector. The part of the fiber that was sticking out was removed with forceps. The trapped fiber can be seen under a microscope. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, one infusion line from the set was received for investigation. Visual inspection confirmed the presence of a hair-like fiber between the tube and green part. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Please note that our operations are executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Despite these control measures, we cannot guarantee a total absence of particles. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Failure modes as reported including "x-foreignmat" were used instead of imdrf a code, where x is either pack or any of the components of the pack. The table above contains sales data for all surgical packs distributed within the defined period and events are all events for which "x-foreignmat " was used as a failure mode as reported. The complaint reported in this mir is included in the numbers.